Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened and will not power off when the lid is closed. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided with a warranty replacement device. Stryker evaluated the customer's device and could not verify or duplicate the reported issue. Root cause of the issue could not be determined. The device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened and will not power off when the lid is closed. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.